Manufacturer narrative:
During the onsite investigation, the territory mgr (tm) found the system successfully tracked test targets. Inspection of the tracker illumination revealed that four of the twelve infra red (ir) leds on the right ir pod were not operational. Replaced ir illumination array and aligned illumination. Verified system to specifications. Root cause is unk. (B)(4).

Event description:
A tech reports difficulty tracking 2 pts during surgery. No pt harm reported. Add'l info has been requested.